Manufacturer narrative:
Sanofi company comment for follow up dated 10-dec-2018: the follow up information does not change the previous assessment of the case. Based on the limited information provided regarding this case, causal role of the company suspect product i.e. Synvisc-one in the angioedema cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Angioedema. Allergic reaction nos. Case narrative: initial information received on 03-dec-2018 from (B)(6) regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) years old female patient who experienced angioedema and allergic reaction nos, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one injection dosage unknown (lot - unk) for osteoarthritis via intra-articular route. Before knee prosthesis insertion and experienced angioedema and allergic reaction nos. The patient had consulted specialist who had suggested cutaneous allergy test to confirm drug allergy. Final diagnosis was allergic reaction nos and angioedema. Corrective treatment: unknown for the allergic reaction nos and angioedema. Outcome: unknown for the allergic reaction nos and angioedema. Seriousness criteria: medically significant for angioedema. A product technical complaint (ptc) was initiated on 10-dec-2018 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Follow up was received on 04-dec-2018. Global ptc number was added. Text amended accordingly. Additional information was received on 10-dec-2018. Global ptc results were added. Text amended accordingly.